Event description:
The report form the field indicated that during an interventional procedure while attempting to cross the target lesion, the shaft/hypotube of the cypher stent snapped/broke. The target lesion was the left anterior descending (lad) coronary artery. The lesion was reported to be moderately calcified. The lesion was not pre-dilated. The lesion/patient was successfully treated with another cypher 3.5 x 23 mm stent. There was no reported patient injury.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.